Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the no image and b30 error was likely caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image and a b30 communication error. There was no patient involvement.